Event description:
(B)(4). Same case as 2134265-2010-00112. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure a dissection occurred. The target lesion was located in the mid right coronary artery (rca) with 98% stenosis, a length of 15mm and a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilatation with a 2.05 x 15mm and a 3.0 x 20mm maverick2 balloon for 5 inflations, max inflation pressure 12 atm. A dissection occurred. A 3.0 x 28mm and 3.0 x 12mm study stent was implanted. Post-dilatation was performed with a 3.0 x 15mm, 3.0 x 28mm and 4.0 x 8mm quantum maverick balloon for 10 total inflations with maximum pressure of 18 atm with 0% residual stenosis and timi flow 3. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4) : device not returned for analysis.